Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location remains unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical product(s): item #00801803601/ head/ lot # 63933373; item# 00620005422/ shell / lot # 63834024; item# 00630505036/ liner/ lot # 64191779; item# 00625006520 / bone screw/ lot # 64158096; item# 00625006525/ bone screw / lot # 64227758.

Event description:
It was reported patient underwent hip revision surgery approximately I month post implantation due to a fall, femur fracture and stem subsiding. Attempts have been made and additional information on the reported event is unavailable at this time.